Event description:
The customer ran a control test on the contour meter and received an out of range result of 233 mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer is expected to return the control solution for evaluation. Replacement meter, control and strips were sent.

Manufacturer narrative:
Initial reporter phone and address were not provided.